Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump suspended due to sensor glucose versus blood glucose differences. The customer¿s blood glucose level was 136 mg/dl and sensor glucose was at 40 m/dl at the time of the incident. The customer was having calibration not accepted and change sensor alarms. Troubleshooting was completed. The sensor will not be returned for analysis.